Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to "crossover to left corpora". No patient complications were reported in relation to this event.